Manufacturer narrative:
The device is retained by hospital and expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. An abbott hi-torque (ht) balance heavy weight (bhw) guide wire was used to cross the vessel to pre-dilate. The ht balance middle weight (bmw) universal ii guide wire was used to add support and protection. A non-abbott over the wire balloon was used on the ht bmw guide wire. Upon removal of the bhw and bmw, all devices were removed together. It was then observed that the extremity of the bmw broke at the radiopaque transition and the distal tip was left in the artery. The broken part was not able to be retrieved and the physician decided the patient should not undergo surgery as the patient status was already too critical. The patient condition was not relevant to the broken guide wire and was already in a critical condition at the beginning of the procedure. There was no reported clinically delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal interaction with other devices and/or inadvertent mishandling resulted in the noted misaligned coils and ultimately resulting in the reported/noted material separations (shaping ribbon and coils). The treatment appears to be related to the operational context of the procedure as the broken part was not able to be retrieved and the physician decided the patient should not undergo surgery as the patient status was already too critical. There is no indication of a product quality issue with respect to manufacture, design or labeling.